Event description:
This 49 y/o female was in the or in 3/6/98 for a placement or implanted cervical epidural spinal cord stimulating electrode for reflux sympathetic dystrophy of the left hand. During the course of the surgery a small burn, approx 1cm in length, was made by the bovie hand switching pencil inadvertently. The burned area was release with a scalpel and the margins sutured.